Manufacturer narrative:
Medwatch with a1 identifier (B)(4) is lot 1190879, medwatch with a1 identifier (B)(4) is lot 1189693. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Husband of patient is reporting that they have been experiencing air bubbles in their infusion sets. Husband stated that patients blood glucose levels were affected by this last night and caused the patient to reach a value of 1.7mmol/l. Incident took place on (B)(6) 2017 at 02.15 a.m. Patient woke up extremely confused and required the assistance of her husband to feed her jelly babies. A request was made for the return of the device.